Event description:
It was reported while using bd vacutainer® sst¿, loose stoppers and underfill are seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos from the customer for investigation. The photos were reviewed and the indicated failure modes for underfill and stopper creepout with the incident lot were not observed. For underfill, a total of 20 retained samples were subjected to functional tests for low or no draw. All tubes were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: underfill and stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, loose stoppers and underfill are seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.